Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient reported receiving a calibrate during warmup message. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be a continuing sensor session. This complaint is reportable based on the finding of the continuing sensor session. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.